Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Stent thrombosis is a known complication of stent implantation which has been reported for drug eluting stents. The potential root causes were reviewed. The result of this review indicated that the current mfg process controls to prevent this failure from occurring were deemed adequate. A review of the mfg documentation could not be performed as the batch number is unk. The most probable root cause classification of anticipated procedural complication.

Event description:
Taxus express2 clinical study. Same case as 2134265-2008-02230. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi), stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 90% stenosed, 32mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 3.00x32mm study stent in the target lesion. Post dilated with the same balloon used for pre-dilatation and another balloon 2.75-15mm at 20 atm. Lesion 2 was a 2.75mm, 90% stenosed, 32mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 2.75x32mm study stent in the target lesion. Post dilatation was not performed and it was confirmed with ivus and there were no reported problems. Two days after the index procedure, the pt experienced a mi, st and required a tvr. The rca was 100% stenosed. Pci was performed and it was dilated with balloon. Coronary artery bypass grafting (CABG) was performed. In the opinion of the physician, the relationship of the adverse events to the taxus stent are possibly related. The pt was discharged 50 days later. The stent was withdrawn surgically at the time of the CABG.